Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode and disabled the minute ventilation (mv) feature due to right atrial (ra) lead noise with oversensing. It was noted that the patient was having a breast biopsy at the time of the episode. The patient was seen in clinic to have the mv feature programmed back on. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.